Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported that the patient's lead eroded through the skin of their neck. In order to reduce the risk of any infection, the patient had their whole system removed in (B)(6) 2011. If additional information becomes available, a follow-up report will be sent.